Manufacturer narrative:
D.4 device expiration date: unknown . H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown

Event description:
It was reported that the bd safetyglide¿ needle experienced separated from the needle hub. The following information was provided by the initial reporter: when giving meningococcal (neisvac-c) the syringe separated from the needle hub.

Event description:
It was reported that the bd safetyglide¿ needle experienced separated from the needle hub. The following information was provided by the initial reporter: when giving meningococcal (neisvac-c) the syringe separated from the needle hub.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.